Event description:
It was reported that during a percutaneous coronary intervention procedure a stent moved on the balloon. The target lesion was located in the right coronary artery. During an unspecified time in the procedure a promus element, mr, 3.50x28mm stent moved on the delivery balloon. The stent was not implanted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).